Event description:
It was reported that balloon detachment and removal difficulties occurred requiring additional intervention. During a percutaneous coronary intervention of the right coronary artery, the physician inserted a wire into the artery and then performed rotablation on the lesion. After stenting the patient's right coronary artery, they post-dilated with a 4.0x20 nc emerge balloon. Unfortunately, the distal part of the balloon became embedded in the stent and calcium, causing it to tear off. The physician attempted retrieval with a snare but was unsuccessful, leading to the termination of the procedure. The patient, however, made a full recovery.